Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, definitive root cause of the observed rust around the objective lens could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing, and or external factors. Additionally, a definitive root cause of the observed detached bending section/device tip could not be determined, however, the issue was likely the result of component failure due to repetitive use stress and or excessive stress due to handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited rust/corrosion around the objective lens and a detached device distal end. There was no patient involvement, and no harm was reported as a result of the event.